Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The explanted device was returned assembled. The percutaneous lead (lead) was severed approximately 7 inches from the pump housing. The severed portion of the lead was not returned. The sealed inflow conduit, sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the pump. No depositions were found in the outlet elbow or inside the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a (B)(6) infection to the pump pocket from the driveline. The patient underwent a pump exchange on (B)(6) 2016.